Manufacturer narrative:
As reported, post implant of the ventralex st mesh it is alleged that the patient experienced multiple adverse symptoms. Contact information was not provided as such additional information cannot be requested. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported by patient via ansm report (B)(4): description of the incident: very severe abdominal pain followed two days later by an attack of generalized polyarthritis. This was followed by weakness and muscle wasting, weight loss, tachycardia, dizziness, discomfort, loss of sensation and pain in the legs, etc. Pain in the prosthesis even more than 18 months later. Operating room report dated (B)(6) 2024 treatment of umbilical hernia via umbilical approach with placement of non-absorbable intraperitoneal prosthetic material under general anaesthesia operating data: scheduled. Incisional approach. Operating site: wall. Indication: this is a patient with a history of pfannenstiel hysterectomy for adenomyosis and a caesarean section. During a follow-up consultation for her hysterectomy, diagnosed an umbilical hernia. She is symptomatic. The clinical examination is typical, confirmed by ultrasound. We therefore propose treatment with the implantation of non-resorbable prosthetic material via direct approach. The patient has been informed of the principles of the procedure and the risks. Surgical protocol: under general anaesthesia, in the supine position, arms outstretched. Double cleansing with alcoholic betadine, sterile draping. Supraumbilical incision. Dissection of the subcutaneous tissue to the hernial sac, which will be freed around its entire circumference after detachment of the umbilicus. The neck is exposed. Opening and resection of the sac. It contains omentum. Change of gloves. Implantation of a 6.4 cm ventralex st prosthesis intraperitoneally, held in place by 4 u-shaped prolene 2.0 sutures to the abdominal wall via its wings. Exact count of textiles. Aponeurotic closure with prolene 2.0 overcast suture. Reimplantation of the umbilicus with a vicryl 3.0 frame suture. Skin closure with monocryl 4.0 intradermal overcast suture. Compression dressing. Current patient status: unable to work or care for my children for more than 6 months. Actions taken in the healthcare facility to treat the patient: nr.